Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd phaseal¿ injector luer lock n35 was found leaking. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: no samples or pictures were provided for investigation therefore the defect could not be verified. Three retained samples were evaluated. Upon visual inspection, no defects were found. The luer lock was properly molded on all retained samples. No leaks were found when the retained samples were connected to a protector/vial. A device history record review found no non-conformances associated with this issue during production of this batch. During the manufacturing process, several tests and inspections are carried out to avoid faulty parts. If a leak occurred during testing, it would be noticed by operators and quality inspectors. The root cause of this incident cannot not be determined. Conclusion: no defects were found in retained samples and no non-conformances were found in DHR. The root cause of the defect cannot be identified. Based on the low severity and frequency of the defect and acceptable results for the retained samples tested and manufacturing process, it was determined that no CAPA is required.